Event description:
The customer reported that the unit is failing the external paddles test.

Manufacturer narrative:
The customer reported that the unit was failing the external paddle test. The device was evaluated at philips, but the failure could not be confirmed. However, philips noted that the therapy port connector was worn. The therapy port connector assembly was replaced to resolve the reported failure.